Event description:
The patient was placed in an upright position and a dobhoff tube was advanced in the left nare, the feeding tube had a weighted tip and was advanced easily without resistance. Once advanced to 30 cm the co2 level was checked and found negative then the tube was further advanced to 70 cm. Co2 was rechecked and yellow/green fluid was aspirated into the detector and unable to read. The patient did gag during procedure but was able to follow commands and swallow and o2 sat remained above 90%. Post procedure film showed incorrect tube placement and feeding tube removed.